Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip would not rotate nor deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this report pertains to one of two resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip would not rotate nor deploy. The same issue happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip would not rotate nor deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.